Manufacturer narrative:
Abbott biomedical engineering visited the site to perform the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The event could not be replicated and no issues with the generator were identified. The generator remains in service at the site.

Event description:
The ablation procedure was canceled due to an unresolved probe error message. During an ablation procedure, the generator displayed a probe error message, all cables were replaced but the issue was not resolved. There were no adverse patient consequences; however, the case was cancelled.